Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a faulty on/off switch, it had a loose contact. Analysis further noted that the upper display cover bullets were missing, that an error was found in the software updates, that there was a system driver update error, the left keyboard hinge was cracked, the media bay door was damaged and the cooling fan was very dusty. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the on/off switch for the programmer was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.